Event description:
It was reported that a spectrum pump failed preventative maintenance volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. During functional testing, "failed pm volume test," was not reproduced. The device was sent for flow accuracy testing, and passed. A review of the event history log revealed during the first infusion, the pump alarmed "downstream occlusion!" And "upstream occlusion!" Once. The second infusion ran to completion without further interruption. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.